Event description:
A patient with rca cto underwent pci. After successful treatment, restoration of blood flow without stent placement, the patient returned to the cath lab with chest pain. Angiography revealed a perforation in a branch of the rca. An attempt to place a pk papyrus stent failed, possibly due to the challenging anatomy; the stent slipped off the balloon and remained in the rca. Knowledge obtained by youtube video. Despite several requests, no further information could be obtained. Should additional information become available, this file will be updated.

Manufacturer narrative:
A physician from abbott nw hospital posted a youtube video containing an issue with a pk papyrus. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Additional clinical information (e.g. Pk papyrus device registration form, cathlab report) could not be obtained. Since no lot number was reported, the production documentation of the last three pk papyrus lots that were delivered to the hospital prior to the reported event date were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the youtube video was reviewed. In the youtube video, the physician presents the patients history and guides through the intervention with videos taken from the angiogram. During the advancement of the affected pk papyrus, the stent dislodges from the balloon in the distal rca. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the documentation available and the conducted reviews, no manufacturing related root cause could be identified. Considering the physicians event description and conclusion, the most probable root cause for the reported event is related to the patients anatomy (i.e. Severe calcification and tortuosity). Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.